Manufacturer narrative:
The gum health brush head is an accessory to the sonicare 3 series gum health power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported.